Manufacturer narrative:
Permobil received report from law firm, retained by end-user, alleging (B)(6) 2018, after getting out of an suv at their home, the end-user was attempting to turn around in the wheelchair in order to get into their house. In the process of maneuvering the wheelchair, the rear wheels went over the side or back of a paved area. At that point, the end-user moved the "toggle" of the wheelchair to proceed forward when the "joystick cap" did not operate properly and he was unable to stop the wheelchair from moving forward. As a result, the wheelchair struck the side of the suv resulting in the end-user breaking their big toe and other bones in their right foot. Verbal reports provided by the end-user stated the joystick had been "fixed" immediately prior to the accident. Review of parts history confirmed a standard joystick knob having been ordered approximately 1 month prior to the event, but a reasoning for the order was not provided to permobil. As this event is reported to have occurred 1.5 years prior and component alleged to have malfunctioned was not returned for inspection, permobil is unable to confirm a failure having occurred. Permobil will continue to investigate through legal counsel and if any new information is received, a follow-up/supplemental report will be submitted. Review of the DHR shows the device met specification prior to distribution.

Event description:
Received report claiming as end-user was attempting to maneuver the wheelchair into their home, the joystick knob reportedly detached causing them to lose control of the device and collide into the side of their motor vehicle. This resulted in an injury requiring medical intervention.